Event description:
It was reported that a malfunction occurred with the pump, with a malfunction code mentioned. The customer's blood glucose level was affected and exceeded 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose level, the customer administered a corrective injection via multiple daily injections. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.